Event description:
During the preventive maintenance (pm) on (B)(6) 2022, the returned autopulse platform (sn (B)(4) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm) on (B)(6) 2022, the returned autopulse platform (sn (B)(4) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. The root cause of the observed system error was the failed processor board (pca), likely attributed to the failed component and/or user mishandling cannot be ruled out since the platform's front and bottom enclosures were observed damaged. The failed processor board (pca) was replaced to remedy the fault. During the visual inspection, cracked front and bottom enclosures were observed. The observed physical damages were likely attributed to user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), which is due to the failed processor board (pca). As part of routine service during testing, the platform was examined, sticky clutch was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform serial number (B)(4).